Manufacturer narrative:
The review of post-market surveillance data revealed that the main factor that could lead to the side rail damage might be related to an excessive force applied to the side rail (eg. Collision with the door). This is in line with the side rail condition, it was mechanically damaged (the safety side mounting screws were completely ripped off, resulting in panel detachment from the frame). The circumstances in which the event occurred are not known, however the analysis of the complaints indicated that the external excessive force must first compromise the integrity of the safety side prior to breaking it. The instruction for use for citadel bed (IFU, 830.213) states: "check operation of the safety sides daily." Arjo device failed to meet its specification due to the side rail detachment. The bed was likely being used by a patient. The complaint was assessed as reportable due to the safety side detachment from the frame. No injury was reported.

Event description:
The customer reported that the left-hand foot-end side rail of the citadel bed is totally detached. The arjo service technician inspected the bed and found that the screws holding the panel to the metal plate were ripped off. The bed was likely being used by a patient. No injury was claimed.